Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call high blood glucose levels, blank display and moisture damage. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose via manual syringe. Troubleshooting for moisture damage was performed. Customer advised they went into the shower and swimming in the ocean while wearing the insulin pump. Customer advised the display screen went blank immediately after being exposed to moisture. Customer believed they could be in at least 10 meters of water but then realized on the company website it was only 1 meter. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.